Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-00061. It was reported during the patient's permanent implant procedure, the physician was unable to access the epidural space. As a result, the procedure was abandoned. An MRI later revealed the patient had an epidural cyst (pre-existing) which was later removed.